Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7075967.

Event description:
It was reported that the patient was having a hard time healing since the device was implanted. All device components were explanted and will not be returned.